Event description:
It was reported an infection occurred. The source of the infection is unknown. The lead was removed. It was further reported that during explant of the left ventricular lead a perforation of the coronary sinus, great vein and "inominate" vein occurred. Only one of the left ventricular lead lobes was able to be retracted and it appeared there was a significant amount of scar tissue around the unretracted lobes. The patient underwent an emergent sternotomy for cardiac tamponade. The patient's chest was packed and left open to due to significant coagulopathy. The patient was brought to the intensive care unit (ICU) for recovery. While in the ICU the patient received multiple blood products and coded. Resuscitation efforts were undertaken. The surgeon removed the packing from the chest and the "heart tissue fell apart" in the physicians fingers and the patient died. The cause of death was reported to be consumptive coagulopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead implanted: (B)(6) 1999; (B)(4) implantable tachy lead implanted: (B)(6) 2011; (B)(4)implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011.